Event description:
It was reported a Philips Sonicare DiamondClean 9000 powered toothbrush got hot. Rubber ring melted. Consumer confirmed that no injury occurred. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: The event date is approximate.G3: The complaint was received from a consumer in Germany.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the event described as melted is likely to cause or contribute to serious injury or death, if the malfunction were to recur.